Event description:
Blocked endoscope. One of the eus linear endoscopes developed an obstruction in the air/water channel. The scope is reported to have been cleaned according to manufacturer's instructions, yet the scope remained obsturcted. It was sent for repair. According to olympus, the scope was so clogged with debris that facility personnel would not have been able to clear the obstruction themselves. There are a number of patients who have potentially been exposed to the scope's contaminants, although to date no complications have been reported. The facility is awaiting final evaluation by olympus. Meanwhile, the company representative is scheduled to review the facility's scope processing procedure. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.